Event description:
Case involved a patient for a total abdominal hysterectomy with a bilateral salpingo-oopherectomy for 7 cm ovarian cyst on right ovary. Patient was discharged home. She returned to her surgeon's office 12 days later for post operative evaluation. At that time she complained of having a feeling that something was in her vagina. Upon inspection by surgeon, he found a retained surgical item called a rumi cup. The rumi cup was removed, there was no harm to the patient.